Event description:
It was reported the vns generator was disabled as the patient experienced a lack of efficacy and due to intolerability of the magnet as the patient experienced brief apnea and voice alteration. Attempts for additional information have been unsuccessful to date.

Event description:
A battery life calculation was performed which showed the generator had approximately 2 years remaining until a near end of service (neos) = yes condition. The programming history database was reviewed and showed the generator was working as intended through (B)(6) 2012. Attempts for additional relevant information have been unsuccessful to date.